Manufacturer narrative:
The device was not returned and evaluated. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported to olympus that there was a poor image on the bronchofibervideoscope . This issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the visual inspection and functional test performed on the returned device, the device did [not] meet the standard specification. Based on the results of the investigation, it is likely poor image occurred due to damaged imaging elements. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.